Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation it was found that the (B)(6) is chipping off. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.